Manufacturer narrative:
The investigation determined that a higher than expected vitros creatinine (crea) result was obtained from a single patient sample using vitros crea slides lot 1525-3492-0360 on a vitros 5600 integrated system. The assignable cause of the event is unknown. Other than the data provided, there has been no additional investigation of the samples, reagent or analyzer. Therefore, the investigation cannot rule out an instrument issue or a vitros crea slide issue. However, ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros crea slide lot 1525-3492-0360. Additionally, pre-analytical sample processing could not be ruled out as a contributing factor of the event. It is unknown if the customer was following the sample collection device manufacturer¿s recommended centrifugation protocol. Improper pre-analytical sample handling could have contributed to the event. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed.

Event description:
A customer obtained a higher than expected vitros creatinine (crea) result from a single patient sample using vitros crea slides lot 1525-3492-0360 on a vitros 5600 integrated system. Patient sample result of 3.3 mg/dl vs. The expected result of 0.6 mg/dl. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The higher than expected vitros crea result was not reported outside the laboratory. There was no allegation of actual patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho).complaint numbers (B)(4).